Manufacturer narrative:
Only the lcd screen was returned to the manufacturer for investigation.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the lcd screen was found to be difficult to read. The device's lcd screen was replaced to address the issue. The lcd screen was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the customer's complaint was confirmed. No data was able to be viewed on the display.